Event description:
On (B)(6) 2017, the reporter contacted lifescan USA alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "78, 141 and 252mg/dl" with the subject meter, performed within an unspecified period of time of one another. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.